Manufacturer narrative:
There are several incorrect statements made by the client in the complaint. Dealer has been at the client's home three times after the incident. There was no discussion or indication of an incident or injury by the client. The chair has no warranty service history. Dealer has made some modifications to the chair to help the client. A headrest was added to the chair. Dealer replaced the pneumatic tires with solid filled tires as client was not able to inflate tires. On (B)(6) 2011, motors were replaced as the chair pulled to the left. Pulling to the left would not cause the chair to drive without the assistance of the user or hold the client between the chair and the bed. The dealer reports that the chair is in proper working order. There are indications in the notes from the dealer that the client should be reevaluated to see if the client can use a power chair safely.

Event description:
In the complaint we received, it is alleged that the two year old power chair drove and pulled to the left w/o the assistance of the user, and held the user between the chair and the user's bed. The user suffered (unspecified) injuries and was transported to the hosp for her injuries. Pt has several medical conditions including tremors in all four extremities, which effect her ability to control the power chair. User has a history of similar problems controlling another power chair from another MFR which caused the pt to be pinned against furniture and walls.